Event description:
It was reported that the unit was shutting off on its own during a case. It was further reported that the surgeon swapped the unit out with another unit. There were no adverse consequences.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.